Event description:
It was further reported from follow-up information obtained from the clinic that the patient was seen seven days later and the device was functioning as expected/programmed. They explained to the patient how the ICD (implantable cardioverter defibrillator) functions. The clinic stated that the patient symptoms are not related to their ICD, no shocks have been delivered, and there was no alert triggered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they believed that the security of their implantable cardioverter defibrillator (ICD) has been compromised and someone used it to torture them for over a year now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they think sometimes their implantable cardioverter defibrillator (ICD) is malfunctioning and that they feel like they are dying. The ICD remains in use. No further patient complications have been reported as a result of this event.